Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion. This is a software related issue with no hardware return needed for additional investigation.

Event description:
A customer reported encountering an incident where a patient¿s data was mixed with another patient¿s data. According to the feedback details, a study folder from a previous patient merged with another patient¿s folder. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
The investigation determined certain uncommon workflows have potential for incorrect patient data to be displayed and saved into an exam. A medical device correction letter has been distributed to customers with systems potentially affected. The letter includes specific software symptoms, alternative workflows when encountering those symptoms, and proactive steps to avoid recurrence of any observed symptoms. This action was reported to FDA per 21 cfr part 806 on 11/3/20. Reference corrections and removal report number 3019216-11/03/20-001-c. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text: system logs were evaluated for this investigation.